Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they felt like they were being electrocuted in their rectum and it was excruciatingly painful for 7 hours after the implant. Patient said that they went home and lived with the pain for that 7 hours before they were able to decrease the intensity and now, they were feeling fine, agent explained the patient about the correct stimulation, patient acknowledged the information. Patient mentioned that they had limited mobility with their arm and they were supposed to hold the communicator up near the incision where the device was implanted and they had to lay on top of the table to get it done. The patient was redirected to their healthcare provider to further address the issue. Patient reported painful stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.